Event description:
User facility reported the physician was not able to successfully seat the novasure disposable devices in the uterine cavity during an attempted endometrial ablation. It was noted the pt had a "very long and narrow lower uterine segment". The procedure was abandoned when a uterine perforation was suspected. It was reported that following "a brief examination the pt was released". Follow-up info was received on 08/28/2008. It was reported the physician did not do a post hysteroscopy following the attempted novasure procedure but verified the perforation with the sound. Additionally, he reported no treatment was needed for this perforation, and she is now doing fine. A hysteroscopy, dilatation and curettage (d&c), and sounding were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Add'l lot#: 09b24b; expiration date: 03/24/2010; device manufacture date: 02/24/2009. Device history record (DHR) review was conducted for both the reported lot numbers. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If add'l relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.